Event description:
Says her mouth is swelling up and wanted to know what was in the plastic, would like a call back as soon as possible and asked poison control's number. [Additional information obtained from phone call]: spoke with mother, who said consumer was ill in the bed. Wore once on friday night, woke sat around 7-8 severely swollen, throwing up - had a lot of throwing up. Hasn't eaten, is so weak she can't get up. Her face, mouth, upper lip horribly swollen, was a horrific reaction. She called poison control and they asked what the materials were for guard and wanted to ensure she was able to breathe normally, recommended an ice pack and to take benadryl. She took one benadryl then took another later, but it only helped a little. Said she used to get asthma but hasn't had it in a long time and didn't get it with this. She is allergic to a certain kind of tape used in the hospital since she was little; has to have paper tape. Also allergic to IV dye and compazine. She did not call primary care physician as they were closed on sat. She called the e.r. But they wouldn't advise her over the phone and told her to bring her daughter in. Consumer did not feel the situation was 911 necessary. Today swelling is now down to 1/2 it's size (was swollen 5x normal), and she's still throwing up and in bed. She says if it's not any better by tonight she will take her to the e.r. This report has not been confirmed by medical personnel.

Manufacturer narrative:
Consumer had what appeared to be an allergic reaction to the device. Because the reaction involved the swelling of the oral cavity it is considered to be a serious injury, even if only temporary in nature, and is a reportable event. Consumer did not seek medical attention, although consumer does have allergies to some substances. Manufacturer is still seeking to get the device in return for further evaluation. This device is manufactured of non-toxic materials. This device is not intended for children under 18 years of age. Unless additional information regarding the event is received, or the device is returned for investigation, this incident is closed.